Event description:
Boston scientific received information that this pacemaker showed one year remaining during the previous check-up. However, a recent device check showed that the device reached elective replacement time (ert) one month after. The device was explanted and is no longer in service. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Tr10010 addresses this complaint. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is design inadequate for purpose.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker showed one year remaining during the previous check-up. However, a recent device check showed that the device reached elective replacement time (ert) one month after. The device was explanted and is no longer in service. No additional adverse patient effects were reported.